Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported problem 'fails testing for flow rate accuracy for the high rates. " was not reproduced. The device was tested for flow accuracy and delivered within intended range. Evaluation tested the device for flow accuracy at a delivery rate of 40ml/hr, vtbi: 40 and delivered with error percentage: -0.14% which is within acceptable range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy testing for high rates. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.